Event description:
Boston scientific received information that this recently implanted left ventricular (lv) lead exhibited loss of capture (loc) and stimulation. It is believed that the lead dislodged. Intervention is planned, but has not been performed. The programming was changed to pace only in the right ventricle for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.